Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 222 mm length thoracic acute symptomatic aortic type b dissection. It was reported that the final angiogram showed the acute dissection. During use of the valiant stent graft delivery system it was suspected to have caused the lamella to detach from the aorta and fall around the distal stent graft once it was deployed. The physicians ballooned the constricted area and realized that it was the lamella which was synched around the stent graft like a knee sock. The patient was converted to open repair and the dissection was resolved. The physician was unclear about the nature of the complication and the cause. The physician believes that the cause of the complication might have been due to the design and delivery across the aortic arch and the wire bias which forces it against the greater curve. Thus, the device forces the lamella to disconnect from the lesser curve, which causes a catastrophic separation of the lumen. The physician stated the event was related to the procedure. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
(B)(4).